Manufacturer narrative:
H3 analysis of the returned ins s/n: (B)(6) revealed that the implantable neurostimulator (ins) was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that a lead revision was performed on the patient and when the impedance check was performed showed multiple impeded electrodes. Another impedance check was performed with same results. Impedances were observed above 4000 on multiple electrodes. After re-seating battery and running two more impedance checks there were still impeded electrodes. Doctor decided to replace old ipg with an interstim x ipg and impedance check was performed and all electrodes were within range. Cause was not determined. The issue was confirmed resolved.